Manufacturer narrative:
The device was returned to an olympus service center for evaluation. During inspection and testing, the reported issue (front panel display disappears) was confirmed and found to be due to failure of the flat cable. In addition, service found the front panel was damaged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported while preparing the subject device for use during an unspecified procedure, the front panel display disappeared. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the event of the front panel doesn¿t come out was reproduced and it was due to faulty flat cable according to inspection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the user facility. Additional information provided in section b5.

Event description:
The user facility provided additional information regarding the reported event:the intended procedure was diagnostic, and the procedure was successfully completed with a similar device. There was no patient injury or harm.